Event description:
It was reported by the registered nurse via email that it was forced to stop immediately after initiation of treatment due to high arterial pressures. The following day was unable to pull heparin from cvc (central venous catheter) limb. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).